Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not recieved yet.

Event description:
There was no patient involved. Enduser alleges that sam350p unit will not power on with pad pak, lot#b1102, exp 2/2019 ; non fsca unit.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 19th august 2014. Upon receipt of the device, a distinct rattle could be heard coming from within the device. Damage was also observed on the upper and lower-case assembly, which would indicate the device had sustained an impact. Upon disassembling the device, it was observed multiple components had sustained damage, including capacitor c25 which would account for the rattling in the device and the high voltage capacitors (c10, c20 and c21). These components are critical within the discharge circuity. Due to the evidence of a severe impact and the damage sustained to the pcba, no further investigation could be carried out. The reported fault of will not power on was most likely due to the user being unable to hear audible prompts due to the severed speech cable. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Enduser alleges that sam350p unit will not power on with pad pak, lot#b1102, exp 2/19; non fsca unit.